Event description:
Device malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of a moderately calcified femoral artery after an interventional procedure. Reportedly, when the needle plunger was retracted, no suture was present. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The proglide instructions for use (IFU) state: (special patient populations) "the safety and effectiveness of the perclose proglide smc devices have not been established in patients with femoral artery calcium, which is fluoroscopically visible at access site." The device was received. Investigation is not complete. The lot number was provided. Review of the device history records is forthcoming. A follow-up report will be submitted with any additional relevant information.